Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 4.0mmx40mmx40cm (4f) fg sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient condition was good post procedure.